Event description:
It was reported that during a lumbar decompression and fusion procedure at levels l3-l5, the surgeon was placing the transconnectors on the rods. When tightening the set screw on the rod, the set screw became stripped and spun around. This happened on the set screws and rods on both sides. The surgeon had to disassemble and remove the entire construct. The surgeon then placed two new rods and transconnectors, and added a 3rd transconnector, and was able to tighten all set screws satisfactorily by not applying as much torque as on the first construct. The procedure was completed with no further incident. The procedure was extended by 30 minutes for removing and replacing rods and transconnectors. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the transconnector with the rod still attached to the female body end. The set screw from the link end is not assembled and is not returned with the assembly for inspection. The translation set screw and the pivot cap screw are in place and tightened down. There is slight discoloration to the female body, which is consistent with normal use. The female body set screw has post production/acceptance abrasion to the anodized surface tangent to the rod. This abrasion is consistent with the expected contact area of the rod during normal field usage. The set screw in the female body shows post production/acceptance damage to the star-drive geometry. The pivot cap screw also shows post production/acceptance damage to the star-drive. All features that could be verified met the specifications. The set screw on the female link end was found to have the hex drive geometry damaged from over tightening post production/acceptance. As a result of the damage, the hex driver could not engage to disassemble the part. The female link and the set screw could not be inspected while the device was assembled. Product development event evaluation reports, testing conducted on 6 samples of this screw driver has shown it to withstand proper torque prior to breaking. The screwdriver is appropriately designed in that it can withstand the required insertion torque. While it is acknowledged that the set does not include an attachment to limit the torque, the exertion of sufficient torque to break the driver tip is beyond the practical application of the instrument. The existence of similar 2.5 hex drives released with thoraco-lumbar systems provides verification that the current set screw is being used in an acceptable manner and that the stripped set screw is likely the result of off axis loading and/or a torque being applied of greater than the set torque on the setscrew, or applied a load while the screwdrive has been fully engaged within the drive recess. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 4 for this complaint (B)(4).